Event description:
It was reported through stryker facebook page: "me too 3 surgery in a year and a half most painful thing I've ever went thru never again won't do it if I can keep my leg still in the woods".

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. H3 other text: device not returned.